Event description:
The customer contact reported a separation. It was reported that the nurse "had tubing pull apart." No specific pt info and event details were available. There were no reported adverse pt effects and no reported delay of critical therapy while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).